Event description:
Pt called to report that their fasttake meter would not power on. Pt mentioned that it had a power issue for the past couple of months. Claims some days meter would power on and other days it does not power on. Pt had gone to the pharmacy and had tried two different batteries and pt still had intermittent power with the meter. About 3 1/2 weeks ago (exact date unsure) pt was not feeling well. Pt had symptoms where they were having dry mouth, cold flashes, frequent urination, tired and shaky. Pt tried to test their bg and their meter would not power on. Pt went to the ER and they tested the pt at the lab and they obtained a bg of 22mg/dl. Pt was treated with IV glucose and was admitted in the hosp for three days. Prior of being discharged they tested the bg and obtained a reading of 75mg/dl. Md advised the pt to call lfs and to get meter replaced. Ccr checked battery and was unable to resolve the issue over the phone. Sent a replacement meter for pt.